Event description:
The pt underwent an interventional procedure. The physician attempted arteriotomy closure with the closer tsl6 fr device. After introducing the device into the artery and achieving pulsatile marking, the foot was deployed. The doctor reported hearing an unusual sound. Dr continued the procedure and pulled the device back. The plunger was advanced and the needles were retrieved without suture. Dr attempted to park the foot by moving the lever to its original position. The lever was successfully lowered, however the foot remained in the deployed position. The device could not be removed and the pt was taken to surgery for surgical removal of the device and arterial closure. The pt recovered without further incident.